Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needles was not working. The following information was provided by the initial reporter: this is a report about the failure to activate pen needle. Using the pen needle and victoza subcutaneous injection, the user attempted an injection but could not press the button.

Manufacturer narrative:
H6: investigation summary one open 32g x 4 mm pen needle sample and three photos were returned from an unknown lot. No. Cat. No. 320136. A functionality test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pen needles was not working. The following information was provided by the initial reporter: this is a report about the failure to activate pen needle. Using the pen needle and victoza subcutaneous injection, the user attempted an injection but could not press the button.